Event description:
The customer stated that the battery life in the insulin pump was only eight hours. Troubleshooting was performed. The customer's blood glucose reading was 160 mg/dl. The customer stated that the battery and insulin pump became hot when the battery was inserted. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. No further testing could be performed due to the blank display.